Event description:
The customer reported that the device "charges himself for shock." We are considering this to mean that the device is charging itself. No clear report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.